Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was reinterrogated and appropriate diagnostics were seen. No patient symptoms were reported.